Manufacturer narrative:
Due to character limit: e1(event site name)- (B)(6). It was reported that during use the cs300 intra aortic balloon pump (iabp) had optical sensor module failure alarm. There was a patient involvement however, no adverse event reported. (B)(6), an rn in the cvicu, called with an optical sensing module failure alarm. She stated they had just received the patient from the cath lab. Advised her unplug the fiber optic cable from the pump. Reviewed a screenshot that showed a hr of 84, an arterial pressure of 74/62, a mean of 71, and an augmentation of 85. The arterial waveform was damped. (B)(6) aspirated and flushed with the pump in standby. Reviewed a second screenshot with no real change after the flushing of the inner lumen. The patient¿s femoral arterial line with the pump in standby read 125/70s with the pump in standby. Recommended (B)(6) and the bedside nurse get a chest x-ray to confirm proper placement and get a second pump to the bedside. They stated they would call me back once the x-ray was complete. A few minutes later, received a picture of the x-ray. The radiopaque marker tip was at the 3rd intercostal space. Suggested they go ahead and switch the pump. (B)(6), the bedside nurse, connect the fiber optic cable to the second pump. (B)(6) facetimed, and walked them through the steps of placing the patient on the second pump. The fiber optic waveform and numbers were much improved on the second balloon pump. The arterial pressure was 82/62 with a mean in the 90s and augmentation of 122. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had fibre optic sensor module failure alarm. The troubleshooting was performed by unplugging and reconnecting the fiber optic cable, flushing the inner lumen, reviewing arterial waveform and pressures, confirming catheter placement via chest x-ray, and switching to a second pump, which resolved the issue. There were no patient harm or injury was reported.

Manufacturer narrative:
Additional initial reporter - (B)(6). Due to character limitations in e1, event site name - (B)(6) healthcare updated fields - b4, e1(initial reporter), g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected field - e1 (event site name), h6(type of investigation).